Manufacturer narrative:
No button error alarm was noted. The act and down arrow buttons were unresponsive due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had moisture damage on the electronic assembly. No moisture damage was noted to the motor assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer had gotten into water while wearing the insulin pump. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.